Manufacturer narrative:
The customer¿s report that the tubing cracked and leaked was confirmed. During visual inspection it was noted that the female luer had a vertical hair line crack that measured 0.683 inches long. The female luer was inspected under magnification; no stress marks were observed. Functional testing confirmed leaking as fluid flowed through the crack. The probable cause of the component breakage was identified as a combination of material degradation during the supplier process and manufacturing factors (solvent and over-torque).

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "female end of connection is cracked."

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing cracked and leaked at the connection site while tpn was infusing. There was no report of patient harm.